Manufacturer narrative:
Patient information was unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that it was not possible to replicate the issue. The system was performing as intended. The damaged bulkhead was replaced. It was suspected that the damaged bulkhead could have caused the issue but the system communicated with the damaged part during testing. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the site was getting intermittent connection with the imaging system. The site did a reboot and it did not resolve the issue. It was noted that the bulkhead was loose and looked damaged. It was unknown how the damage occurred. A manufacturer representative recommended that the site see if they could hold the cable in the connector to see if they could get a green status for a spin or use a different navigation system. The surgeon aborted use of the navigation system and used the c-arm. The surgeon used the medtronic imaging system for a post-operative spin for screw reference. There was no reported impact to patient outcome due to this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that there was a delay of 15-20min for trouble shooting, surgeon then made a decision to use c arm and then use the o arm for a spin for screw reference.